Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. During the visual inspection, a bend in the distal part of the lead was noted. However, a thorough analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient had an atrial lead dislodgement, the physician elected to remove the lead and cap the atrial plug port. The physician does not suspect a lead issue however since we were removing the lead he asked me to submit it for evaluation.